Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. The investigation is inconclusive for the reported balloon rupture and detachment, as the device was not returned for evaluation. The definitive root cause for the reported balloon rupture and detachment could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the pta balloon allegedly ruptured on the first inflation attempt. It was further reported that there was detached material, and surgical intervention was required to retrieve the detached material. The patient was reportedly stable.